Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking at a connection between two sets during infusions of nipride and nitroglycerine, dosages and rates not specified. The patient had an unspecified drop in blood pressure due to the leak, and the sets were changed. Although requested, additional information has not been provided.